Event description:
Olympus (omsc) was informed that the customer camera head has a poor image ¿stand storm occurred¿. The customer problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to olympus. The evaluation confirmed the customer¿s reported problem, the image is noisy and the subject cannot be recognized. Additionally, the scope failed the water leak test, physical defects to the video connector and cable unit, and the cable boot is loose/comes off. Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a connector boot cut (faulty cable) was confirmed resulting to the reported event of ¿image noise¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer stating that the reported event of ¿poor image¿ occurred during pre-use inspection and that the procedure was completed with a similar device.